Event description:
It was reported that the pt suffered a blow to the implant site whilst at school. After this, they reported pain whenever the speech processor was switched on. Testing confirmed that the devices has malfunctioned.